Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, a comparison of glucose readings showed a cgm value of 350 mg/dl and a blood glucose value of 563 mg/dl. No symptoms were reported at that time. In response to the elevated glucose level, the patient¿s parent administered 15 units of insulin. Approximately 45 minutes later, the patient¿s blood glucose improved and stabilized between 120 mg/dl and 130 mg/dl, as confirmed by fingerstick measurements. Despite the improvement in blood glucose levels, the cgm readings reportedly continued to be inaccurate. Later the same day, the patient developed stomach pain and began vomiting, becoming unable to tolerate food or fluids. No cgm reading was reported at that time. The patient was transported to the hospital by her parent for further evaluation. No blood glucose values obtained at the hospital were available, as the parent did not recall the results. The patient was treated with intravenous fluids. The patient was evaluated for diabetic ketoacidosis (dka); however, according to the treating physician, ketones were not detected. Medical management focused on symptom control. The patient was administered zofran and reglan for nausea and vomiting. No additional medications were reported. The patient was discharged from the hospital on the same day. At the time of the report, the patient was reported to be stable and feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient¿s blood glucose improved. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.